Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer was hospitalized on (B)(6) 2015 for high blood glucose. The patient's blood glucose level was 16.4 mmol/l at the time of the hospitalization. The customer will need a replacement insulin pump for a procedure they will be having. The customer was not released from the hospital and will be contacted about obtaining a replacement insulin pump. The customer did not return the product back for analysis. "